Manufacturer narrative:
The product was returned and the inflow cage was confirmed to be damaged. The root cause of the delivery issue was determined to be patient condition as the pump could not be delivered through the patients old bioprosthetic aortic valve replacement avr), this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 45-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 delivery fail due to native anatomy and kinking. There was no lasting harm or injury. The team removed and replaced the pump.